Event description:
The patient with this system had twiddler's syndrome and the physician opened the pocket on (B)(6) 2014 to reposition the can and the leads. During this procedure the patient expired. The atrial lead is all that remained in the body. The hospital retained the ICD and the rv lead in case of an autopsy. There no known complaints against this system. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.